Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device during the third cycle. The patient was connected at the time of the alarm. During troubleshooting, it was reported that all clamps were open. The technical service representative (tsr) explained that only the lines connected to bags and the patient line should be open. The tsr assisted the registered nurse (rn) in cycling the power on the hc and advised the rn to dispose the current supplies and continue therapy with all new supplies. The tsr reviewed the proper procedure with the rn as per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of the reported event. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.